Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of visit notes. Doctor visit notes were returned for review dated (B)(6) 2010 and (B)(6) 2010. The notes from may state that the patient is two and half years post-op from a total knee arthroplasty and was last seen in january. During that visit it was discovered that the patient had radiolucencies around the tibial component but did not have pain. During this visit it was stated the patient has started to experience pain and is getting worse. The range of motion and stability of the knee were checked and nothing was found to be abnormal. Evaluation of the x-rays found complete radiolucency around the base plate with a large medial tibial bone defect. It was recommended that the patient have a revision. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nkii tibia; nkii femoral stem screw, catalog #681500010, lot unknown; nkii femoral stem, catalog #621512165, lot unknown; unknown nkii femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 1822565-2017-03392.

Event description:
It was reported that the patient underwent a left knee revision procedure due to pain and radiolucency around the tibial component, indicated as component loosening, approximately two years post implantation.